Event description:
It was reported that during a follow up high, out of range, pacing lead impedance was observed on egm. The last several and in clinic measurements were within the range. The patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.